Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 1 device was received for evaluation; 1 device was available for evaluation but has not yet been received. Evaluation status: 1 event was confirmed during testing, - 1 device was found to be affected. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken on this device. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 2 events had no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 device was not available for evaluation.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was reportedly leaking. 2 events had no patient involvement; no patient impact.